Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of vancomycin (500mg every 5th day, ongoing). At the time of this report, the patient was discharged from the hospital and had recovered from the event. The pd catheter was removed, and the patient was on hemodialysis twice a week and re-catheterization will be done after 2 months. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.